Event description:
As reported by legal brief, 0n (B)(6) 2015, patient underwent a right knee replacement surgery and was implanted with an optetrak device. Approximately seven years post initial tka, patient developed severe pain in his right knee and is scheduled to undergo revision surgery on (B)(6) 2022. Upon information and belief, patient requires revision surgery for issues including but not limited to polyethylene wear, bone loss, osteolysis, and/or component loosening. Patient experiences daily pain and discomfort in his knee which limits his activities of daily living and impacts his quality of life. As a direct, proximate and result, patient has suffered and continues to suffer permanent and debilitating injures and damages, including but not limited to, significant pain and discomfort; gait impairment; poor balance; difficulty walking; component part loosening; soft tissue damage; bone loss; and other injuries presently undiagnosed, which all require ongoing medical care.

Manufacturer narrative:
Pending evaluation.

Manufacturer narrative:
Added information to a2 and d7a. Initial submission: f10 should be blank, this is a manufacturer's report. H6: investigation results - the revision reported was likely the result of the patient¿s pain, which may have been related to wear of the tibial insert. The tibial insert wear may have been due to malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. However, this cannot be confirmed because the revised components were not returned for evaluation and no radiographs or photographs were provided.

Event description:
Additional information received via legal: the patient had a right knee revision approximately 6 years, 11 months after initial implant. Revision operative report of (B)(6) 2022. Preliminary diagnosis: right failed total knee arthroplasty/postoperative diagnosis: same the 73 yo male presented a failed right total knee replacement refractory to conservative management. Imagining was consistent with failed right knee arthroplasty. A thorough synovectomy was performed. The femoral and tibial implants were removed with minimal bone loss. Dressings were applied and the patient was transferred tot the recovery room in stable condition. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
Additional information: b3, b5, d1, d2b, d4 all, d6b, d8, g4- 510k, h4, h7, & h9. D2b: prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer. Investigation pending.

Manufacturer narrative:
After further review of additional information received the following sections g3, g6, h2, h3 and h6 have been updated accordingly. (H3) as reported by legal brief, on (B)(6), 2015, patient underwent a right knee replacement surgery and was implanted with an optetrak device. Approximately seven years post initial tka, patient developed severe pain in his right knee and is scheduled to undergo revision surgery on (B)(6), 2022. Upon information and belief, the patient requires revision surgery for issues including but not limited to polyethylene wear, bone loss, osteolysis, and/or component loosening. Patient experiences daily pain and discomfort in his knee which limits his activities of daily living and impacts his quality of life. As a direct, proximate result, patient has suffered and continues to suffer permanent and debilitating injures and damages, including but not limited to, significant pain and discomfort; gait impairment; poor balance; difficulty walking; component part loosening; soft tissue damage; bone loss. No additional information. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent pending revision cannot be conclusively determined; insufficient information. These devices are used for treatment not diagnosis.